Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: extending to the fundus'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 39-year-old female patient who had essure (batch no. B76528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included formalin. The patient's medical history included right lower quadrant pain and ovarian cyst. Gross description: the specimen is received in a single formalin-filled container, labeled with the patient's name, demographics, and identified as "endometrial curetting," and consists of multiple irregular pink-red soft fragments or tissue that measure 2.2 x 1.7 x 0.7 cm. The specimen is wrapped and entirely submitted in cassette 1a. Previously administered products included for an unreported indication: mirena. Concurrent conditions included thrombosis, uterine fibroids, endometrial polyp, endometrial ablation, nabothian cyst, dyspareunia, dysmenorrhea, adenomyosis, stress incontinence, urge incontinence, bleed in luteal cyst, uterine bleeding, paratubal cyst, genital bleeding, dysfunctional uterine bleeding and varicosity. Concomitant products included drospirenone + ethinylestradiol (yaz) (B)(6) 2014 to (B)(6) 2014, hydrocodone bitartrate;paracetamol (vicodin) and ibuprofen. On an unknown date, the patient started formalin at an unspecified dose and frequency. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric: problems condition: depression") and anxiety ("psychological or psychiatric: problems condition: mental anguish"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("physical pain/ pelvic pain"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, depression and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia and pelvic pain had resolved. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in insertion dates - (B)(6) 2014 as per summons, (B)(6) 2014 as per pfs . Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: impression: both fallopian tubes are occluded. Tubes are blocked no more to use another way of contraception.. Hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded total bilateral occlusion. Fallopian tube were blocked.. Ultrasound pelvis - on (B)(6) 2017: impression: normal ovaries demonstrating no evidence of ovarian torsion. Uterine myometrium is somewhat heterogeneous adjacent to the endometrium. This may be secondary to diffuse myomatous change however adenomyosis can have a similar appearance . 3. There is a small amount of fluid identified within the endometrial canal.; on (B)(6) 2018: findings: benign corpus lutenum cyst in the right ovary measuring 1.9cm with a slight hemorrhagic component. 2 simple appearing cyst within the endometrium larger of which towards the fundal endometrium measure up to 1.2 cm. Slightly hemorrhagic albeil benign corpus luteum cyst within the right ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy vaginal bleeding, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: extending to the fundus/ migration'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('general abdominal bleeding') in a 39-year-old female patient who had essure (batch no. B76528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included formalin. The patient's medical history included right lower quadrant pain and ovarian cyst. Gross description: the specimen is received in a single formalin-filled container, labeled with the patient's name, demographics, and identified as "endometrial curetting," and consists of multiple irregular pink-red soft fragments or tissue that measure 2.2 x 1.7 x 0.7 cm. The specimen is wrapped and entirely submitted in cassette 1a. Previously administered products included for an unreported indication: mirena. Concurrent conditions included thrombosis, uterine fibroids, endometrial polyp, endometrial ablation, nabothian cyst, dyspareunia, dysmenorrhea, adenomyosis, stress incontinence, urge incontinence, bleed in luteal cyst, uterine bleeding, paratubal cyst, genital bleeding, dysfunctional uterine bleeding and varicosity. Concomitant products included drospirenone + ethinylestradiol (yaz)(B)(6) 2014 to september 2014, hydrocodone bitartrate;paracetamol (vicodin) and ibuprofen. On an unknown date, the patient started formalin at an unspecified dose and frequency. On (B)(6) 2014, the patient had essure inserted. In june 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In july 2014, the patient experienced depression ("psychological or psychiatric: problems condition: depression") and anxiety ("psychological or psychiatric: problems condition: mental anguish/ psych injury"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/ pelvic pain/ chronic pelvic pain") and abdominal pain ("chronic abdominal pain"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, depression and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia, genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in insertion dates - 01-2014 as per summons, (B)(6) 2014 as per pfs. She received treatment for pelvic/ abdominal, chronic, menorrhagia (heavy menstrual bleeding),general, abnormal bleeding, psych injury, migration. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: impression: both fallopian tubes are occluded. Tubes are blocked no more to use another way of contraception. Hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded total bilateral occlusion. Fallopian tube were blocked. Ultrasound pelvis - on (B)(6) 2017: impression: 1 . Normal ovaries demonstrating no evidence of ovarian torsion. 2. Uterine myometrium is somewhat heterogeneous adjacent to the endometrium. This may be secondary to diffuse myomatous change however adenomyosis can have a similar appearance . 3. There is a small amount of fluid identified within the endometrial canal.; on (B)(6) 2018: findings: benign corpus lutenum cyst in the right ovary measuring 1.9cm with a slight hemorrhagic component. 2 simple appearing cyst within the endometrium larger of which towards the fundal endometrium measure up to 1.2 cm. Slightly hemorrhagic albeil benign corpus luteum cyst within the right ovary.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy vaginal bleeding, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: on (B)(6) 2014, she implanted essure (previously reported as (B)(6) 2014). Added event chronic abdominal pain, general abdominal bleeding. Updated event reported event of events pelvic pain, anxiety and device dislocation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: extending to the fundus'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year-old female patient who had essure (batch no. B76528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included formalin. The patient's medical history included right lower quadrant pain and ovarian cyst. Gross description: the specimen is received in a single formalin-filled container, labeled with the patient's name, demographics, and identified as "endometrial curetting," and consists of multiple irregular pink-red soft fragments or tissue that measure 2.2 x 1.7 x 0.7 cm. The specimen is wrapped and entirely submitted in cassette 1a. Previously administered products included for an unreported indication: mirena. Concurrent conditions included clot blood, uterine fibroids, endometrial polyp, endometrial ablation, nabothian cyst, dyspareunia, dysmenorrhea, adenomyosis, stress incontinence, urge incontinence, bleed in luteal cyst, uterine bleeding, paratubal cyst, genital bleeding, dysfunctional uterine bleeding and varicosity. Concomitant products included drospirenone + ethinylestradiol (yaz) (B)(6) 2014 to (B)(6) 2014, hydrocodone bitartrate;paracetamol (vicodin) and ibuprofen. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient started formalin at an unspecified dose and frequency. In 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric: problems condition: depression") and anxiety ("psychological or psychiatric: problems condition: mental anguish"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("physical pain/ pelvic pain"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, depression and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia and pelvic pain had resolved. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in insertion dates - (B)(6) 2014 as per summons, (B)(6) 2014 as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: impression: both fallopian tubes are occluded. Tubes are blocked no more to use another way of contraception. Hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Fallopian tube were blocked. Ultrasound pelvis - on (B)(6) 2017: impression: normal ovaries demonstrating no evidence of ovarian torsion. Uterine myometrium is somewhat heterogeneous adjacent to the endometrium. This may be secondary to diffuse myomatous change however adenomyosis can have a similar appearance . There is a small amount of fluid identified within the endometrial canal. On (B)(6) 2018: findings: benign corpus lutenum cyst in the right ovary measuring 1.9cm with a slight hemorrhagic component. 2 simple appearing cyst within the endometrium larger of which towards the fundal endometrium measure up to 1.2 cm. Slightly hemorrhagic albeit benign corpus luteum cyst within the right ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy vaginal bleeding, menorrhagia. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs+mr received. Lot number added. New events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric: problems condition: depression and mental anguish, migration of essure device location of device: extending to the fundus were added. Outcome for pelvic pain and abnormal bleeding updated. Removal details added. New reporters, plaintiffs information added. Concomitant conditions, drugs and historical conditions and drugs were added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.